Event description:
It was reported that the implantable cardiac monitor recorded an asystole that the physician questioned as an artifact/noise. It was determined that the icm had encountered a loss of contact. The pocket site was manipulated without problem, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).